Event description:
No fall or injury occurred. Plate on rt. Femur just broke. It has been broken for several weeks and surgery was postponed due to infection in the eye. Initial surgery done 3/13/96 orif rt. Femur with bone graft implants.